Manufacturer narrative:
A bayer service representative responded to the site and replaced the pivot knuckle assembly which restored the injection system to normal operation. The pivot knuckle assembly was discarded and unavailable for investigation; however a photo was provided. Product analysis reviewed and visually examined the photo provided and found that the issue was most likely the result of a sheared bushing screw. The sheared bushing screw allowed the pivot knuckle to release and the injector head to disengage.

Event description:
The customer reported that the stellant injector head disengaged from the support structure. There was no injury or adverse event reported.